Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 427 mg/dl at the time of the incident and was treated with manual injections. The customer stated that their blood sugar readings were running high for the last 10 days. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer does not allege that the insulin pump was under delivering. The customer informed an air bubble as the size of a soda. The customer informed pressing a lot of buttons on the insulin pump when changing the reservoir. The customer reported a bunch of numbers all over the screen. It was reported that the customer could no longer see the numbers on the screen. The customer stated that insulin exited at the quick release. The insulin pump will not be returned for analysis.